Event description:
It was reported to philips that the host pc failed to boot up, which would prevent the whole system from booting up. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information the planned treatment was completed by restarting the system. It was reported that the host pc failed to boot up. Upon further inspection, philips remote service engineer (rse) confirmed that the equipment was crashed as mouse/keyboard and did not communicate with the hospital network correctly. Rse instructed the customer through a video call to reload the os+app using the ghost image. After that, the system was returned to use in good working. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If host pc failed to boot up issue occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. A boot up issue which can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome. Evaluation method code was corrected.